Event description:
The customer contacted stryker to report that their device did not change defibrillation energy levels with the use of internal paddles. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.